Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator was not charging. The patient has tried multiple cords and outlets, and the port is not bent or loose. While on the call the patient also mentioned yesterday on the handset, he got code ox3886868a and "for a few months" every time he goes to bolus, the handset shows service code 156. The patient was able to restart the handset and was able to bolus. The issue was not resolved. An email was sent to the repair department for replacement handset and communicator. Communicator will not charge. When the patient plugs in the communicator, the battery indicator light does not come on. The patient has tried many different ac power cords and outlets which did not resolve the issue. The handset was showing error code ox3886868a and error code 156 every time he uses the ptm. No patient injury reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 30-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.